Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: it was determined that the root cause was the defective inspiration valve nt as well as the pressure limiter was also faulty. As a resolution inspiration block and pressure limiter needs to be replace. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 ventilator alarmed inspiration valve or device leaky. At this time, there is no information regarding patient involvement associated with the reported event.